Event description:
It was reported that the customer was awaken with a suspend alarm. It was stated that the customer received a bolus without programming. Troubleshooting was performed. Reviewed the bolus history and found 0.1 unit correction bolus. The customer's last glucose reading was 11.2 mmol/l. The customer did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.